Event description:
It was reported that the device has been beeping for weeks. The battery remaining has been at end-of-life since last (B)(6) 2021. The device had reached replacement time in less than six years. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects it was reported that the device has been beeping for weeks. The battery remaining has been at end-of-life since last november 2021. The device had reached replacement time in less than six years. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.